Event description:
It was reported that pump battery did not charge despite use of working wall outlet, tandem charging cable, and different adapters and cables, although pump did not shut down and remained able to turn on. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, and technical support arranged replacement pump shipment, instructed customer to place problematic pump into storage mode and return it using prepaid label within 10 days, and advised customer to reenter pump settings and reconnect continuous glucose monitor on replacement pump.